Event description:
It was reported that the doctor was performing a total laparoscopic hysterectomy and the device wouldn't operate correctly. The doctor swapped the device with another one and completed the case with no patient consequence.

Manufacturer narrative:
Analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis results found that the device was returned with the blade scratched and cracked. The device was tested with a generator and a solid tone was received. The identified blade damage may have occurred from external contact during pre-op or general use. For this reason the following statements were included in the instructions for use: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use." The batch record was reviewed and no anomalies were noted during the manufacturing process.